Event description:
Subsequent information was received: it was confirmed that only three proglide devices were used in this procedure. Only one proglide device was used for pre-close technique prior to the ablation procedure. Two additional proglide devices were placed after the ablation procedure. It was further confirmed there was a back wall stitch with two of the devices (the pre-close device and one of the post-close devices). The reported endovascular treatment was attempted to dilate the vessel that was occluded; however, it was failed as the guide wire failed to cross. The sutures of all three proglide devices were surgically removed and blood flow was re-established. Hemostasis was achieved with surgical suturing and manual compression. There was clinically significant delay and extended hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8.5f sheath hole with proglide devices prior to an ablation procedure. After the ablation procedure the suture placed at 2 o'clock was pulled and bleeding did not stop. Additional proglide devices were used in both 10 o'clock and 12 o'clock post-close. After the procedure, discoloration of the patient's leg was noted. An angiogram was performed and the vein was noted to be occluded. Computed tomography (CT) was performed; however, the details were not clear. An endovascular treatment and was carried out. A guide wire was attempted to be crossed; however, strong resistance was noted, and the guide wire failed to cross. The suture was surgically removed. When the suture was removed, many side branches were confirmed. It was possible the occlusion occurred because the proglide interacted with the lateral side branch; however, the cause is not confirmed. After the surgery the patient's condition improved. Follow up observation is to be continued. No additional information was provided.